Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization procedure, a 4.5x22mmd 28mml enterprise vascular reconstruction device (product code enc452800, lot number 9568620) was impeded in the microcatheter hub of a prowler select plus microcatheter 150/5cm (product code 606s255x, lot number 31471109) and detached prematurely from the delivery wire within the microcatheter hub. The physician removed both the microcatheter (mc) and the stent from the patient and completed the surgery using new devices. There were no reported patient consequences or observable clinical symptoms associated with the event. Additional event information received on 24-nov-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus microcatheter 150/5cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the proximal end of the microcatheter was dissected from the shaft of the microcatheter. The ID band was also dissected from the microcatheter. The concomitant stent was protruding from the dissected proximal end of the microcatheter. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The microcatheter was returned already dissected; therefore, the complaint cannot be evaluated. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, a 4.5x22mmd 28mml enterprise vascular reconstruction device (product code enc452800, lot number 9568620) was impeded in the microcatheter hub of a prowler select plus microcatheter 150/5cm (product code 606s255x, lot number 31471109) and detached prematurely from the delivery wire within the microcatheter hub. The physician removed both the microcatheter (mc) and the stent from the patient and completed the surgery using new devices. There were no reported patient consequences or observable clinical symptoms associated with the event. Additional event information received on 24-nov-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.